Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va1javn, product type: lead. Removed conclusion code. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that urinary retention was a pre-existing condition for the patient and it wasn't caused by the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports poor communication on their patient programmer (pp) and they are still using the bathroom. When the patient tries to use their pp, they see the poor communication screen. The patient said the ins has helped symptom control and "it's not real bad." The patient also mentioned when they go, they go very little and was wondering if that's supposed to happen. The patient was recently implanted and they have bandages/swelling present. As a result of the event, the patient will try communicating once the swelling goes down or bandages have been removed. It was also reviewed to discuss bandages, making adjustments, and urine output further with their healthcare provider (hcp). No further patient complications have been reported as a result of this event.